Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the recharger was a defective product and the issue occurred with regular use. They used it with double sided tape patch. The charger was exchanged. The issue was resolved and the patient was very satisfied with the quick resolution. No further complications were reported or anticipated.

Manufacturer narrative:
H3: analysis of the recharger (serial #: (B)(6) found that there was a recharger antenna failure, as a ¿no device found¿ message was displayed. The recharger antenna was damaged, as there was a sticky substance all over the donut/relay box, and the device was scrapped after failing at plexus and bench testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that about two or three weeks ago in may, the left side of patient recharger antenna is getting extremely hot almost burning his skin. Patient has two controllers and two rechargers, both rechargers are overheating at cable by the donut, where it's getting warmer. Patient further reported that when he tried to use his right side controller to charge his right ins, he had the antenna right over the device but it said, "cannot find device," waited ten minutes and came up with numbers. Patient said he used double stick adhesive to hold the recharger in place and cleans it with alcohol when he was done. Did not troubleshoot this as patient's recharger antenna gets too hot. Additional information was received that on friday, patient noticed his controller showed: software problem:1 intelis 2 3.6 3 58 4 qf_new. Patient said he tried to remove and reinstall the battery pack but that didn't resolve the issue. He had cleaned the contacts with an eraser. Worked with patient to try and remove the battery pack from controller. Patient put the battery pack back in and reported the controller showed: battery empty. Patient plugged in the controller to charge it up. No further complications were reported or anticipated.